Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2013-10017. The patient ((B)(6)) has na scs system which includes a lead and two lead extensions (from the same lot). It was reported during the procedure to implant the ipg, the physician observed a heavy amount of scar tissue around the strain relief loop and opted to connect two lead extensions together to connect the ipg to the lead. Effective stimulation was achieved post-operatively. The pain management nurse reported that sometimes after the procedure (exact date unknown), invalid impedances were identified and evidence of lead migration was present. The patient reported experiencing diminished coverage, stating she still feels some relief. No further information is available at this time.